Manufacturer narrative:
Investigation summary 04/08/2026 received one (1) photo of the set. The customer provided indicators in the photo where they had the issue with the set. No evidence of leakage was observed. The complaint of leakage cannot be replicated or confirmed without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was stated in the report that there was leaking at IV connection site. There was no patient injury in the event. Other information was unknown.